Event description:
It was reported to boston scientific corportation that a spaceoar vue device was implanted during a spaceoar vue placement procedure (B)(6) 2023. The patient finished radiation treatment in mid-august, with no issues noted at that time. One-month post-treatment the patient began experiencing some rectal discomfort, and about one and a half weeks later the pain worsened. Magnetic resonance imaging (MRI) showed an ulceration, 3 cm of the anterior wall connecting to the hydrogel. It was noted that the hydrogel was intercalated withing the layers of the rectal wall. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.